Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell and missing a piece of shell (0-25%). Device was underweight and there was also observed a 40 mm dark patch edge material inside gel device. A microscopic analysis was performed which identified break(sharp) on the posterior. A dimension measurement in the shell was performed which identified the thickness to be within specification. Based on the device analysis the final assessment is a sharp break on the posterior assessed as an unidentified(tear) opening, and missing shell due to inconclusive.

Event description:
Device was explanted.